Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, visual summary analysis of the lead indicated damage at implant, and visual summary analysis of the lead indicated stretching. The analyst noted that the lead returned has been stretched from 52cm original length to 53.5cm. Electrical resistance and cross continuity test results were within specifications.

Event description:
It was reported that during implant the right ventricular (rv) lead had diminishing r waves when placed in the apex. When placed in the septum premature ventricular contractions (pvc¿s) were induced during pacing. The lead was not used and another lead was placed in the septum. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.